Event description:
This device was implanted on (B)(6)2011 and was explanted (B)(6) 2014 due to an infection. An entire system was explanted. The physician was dr. (B)(6) in canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).